Manufacturer narrative:
An event of premature separation during procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported premature separation could not be conclusively determined. Possible due to procedural circumstances; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Upon introduction of the ds into the patient¿s anatomy, it was noted to be upside down. During the procedure, at 80 percent while deploying the valve, the deployment button did not pop up and there was no hard stop or click sound heard with the deployment/resheath wheel. As a result, the valve was full deployed unintentionally and it was reported that the physician didn't accidentally push the button. The valve was observed to be implanted at an optimal depth of 4.5mm on the non-coronary cusp (ncc), and no adverse health consequences were reported. The patient remain hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Upon introduction of the ds into the patient¿s anatomy, it was noted to be upside down. During the procedure, at 80 percent while deploying the valve, the deployment button did not pop up and there was no hard stop or click sound heard with the deployment/resheath wheel. As a result, the valve was full deployed unintentionally and it was reported that the physician didn't accidentally push the button. The valve was observed to be implanted at an optimal depth of 4.5mm on the non-coronary cusp (ncc), and no adverse health consequences were reported. The patient remain hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition.